Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on the 12th of august 2013. On receipt of the device the history and memory logs were downloaded. The history log for this device would suggest that a pad-pak was never installed in the device after dispatch from heartsine. The device was tested on the calibrated defibrillator and delivered a test shock without fault. The device history and memory logs were again downloaded and no information was contained within the log. This suggests the memory chip may have an error. Previous experience has shown that faults of the reported nature can be attributed to either a failure of the membrane, capacitor or internal component. However, no measurable fault was found during the course of this investigation. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switches on automatically.